Manufacturer narrative:
The local area field representative was contacted for additional information however as of today, no additional information was available. The device remains in service.

Event description:
Boston scientific crm received information that the patient implanted with this device reported being hospitalized after having a syncopal event due to a competitor's defibrillation lead having dislodged. The patient now reports that they feel like their device is moving around. The patient was referred to their physician.